Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a couple of issues with the foley catheter sets. Foley balloon would not deflate when nurse attempted to remove foley catheter. Patient primary register nurse used a different luer lock but stated they had to really pull back to remove the sterile water and get the balloon to deflate, and when they removed the catheter the tip of the catheter was sunken in as well. Foley was able to be removed without harm to patient. This was the second time in about 6 weeks they have experienced this issue.